Event description:
The customer's home care provider found her unconscious, took her blood test on the contour and the reading was 139mg/dl. An ambulance was called. Paramedics retested the customer's blood with a reading of 59mg/dl. The customer received no medication and was released from the hospital 2 days later. The test strips were expected to be returned for evaluation. New meter and strips were sent to the customer.